Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an absence of a no delivery alarm. The customer reported a bent cannula, but the insulin pump did no alarm no delivery. The customer reported their blood glucose was 350 mg/dl. The high pressure test was performed during troubleshooting and a motor error alarm occurred. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. The device had a cracked reservoir tube lip noted during visual inspection.